Event description:
During verification testing at the service center, the device did not alarm when a distal occlusion was present.

Manufacturer narrative:
During testing it was found the device did not alarm when a distal occlusion was present. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.